Event description:
It was reported that the patient was to undergo a magnetic resonance imaging (MRI) scan for a ¿worn out knee¿ due to cerebral palsy. The reporter stated this was ¿in a way¿ related to the patient¿s device therapy as the pump was implanted to treat the patient¿s symptoms of cerebral palsy. The MRI was to be of the patient¿s low back and knee. Reportedly, the physician and the reporter did not have any concerns regarding the effectiveness or function of the pump at this time. However, the reporter stated that there was a pump problem in the past. The patient had gone to the emergency room on (B)(6) 2013 and stated the ¿connection¿ catheter separated from the spine and the patient went through baclofen withdrawal. A catheter revision was performed on (B)(6) 2013. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8782, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8782, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Compounded baclofen was infused, and intrathecal baclofen treatment was ongoing. The patient had symptoms of increased spasticity, rigidity, and increased temperature. A healthcare professional noted the catheter had slipped out of the cerebrospinal fluid. The location of the issue was the distal segment of the catheter. The spinal segment was repositioned and re-anchored. The patient was doing better.

Manufacturer narrative:
(B)(4).